Event description:
The fenestrated bipolar was docked to the robot, but the tips of the instrument would not close. An attempt was made to redock the instrument, and the instrument would not redock even though it had 4 lives left.